Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault 501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device activity log. However, the device was put through extensive testing including functionality testing without duplicating the report. Internal inspection of the device found no discrepancies. No accessories were returned as part of this investigation. The device was labeled "not for clinical use" and forward to scrapped. The replacement device was sent to the customer. Analysis for reports of this type has not identified an increase in trend